Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed failure mode to be the cap piercer module. The fse replaced the cap piercer and smart module 42 for the ongoing issues with the cap piercing. Cap piercer and modular chemistry (mc) / cartridge chemistry (cc) sample probe alignments were performed by the fse. System performance was verified. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a cap piercer blade wash leak in the unicel dxc 660i synchron access clinical system. The customer initially observed fluid on top of the sample collection tube caps. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear when the leak was discovered. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.